Event description:
It was reported that the 9800 system has a keyswitch problem that cause a loss of -rays. This happened during a case. There was no report of a patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the keyswitch assembly and power replay pcb. The system was tested and found to be working as intended and placed back into service.